Manufacturer narrative:
(B)(4). Reference exemption number e2017029. An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. During the investigation the product lot number was not identified; therefore, the device history records were not reviewed. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2019-00215, MDR: 9610905-2019-00217, MDR: 9610905-2019-00218, MDR: 9610905-2019-00219, MDR: 9610905-2019-00221.

Event description:
It was reported a cp titanium plate was removed due to an apparent surgical site infection unrelated to the implant.